Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently stated "it was unclear if this was due to user error, intentionally, or due to an issue with the guided programming mode's schedule." Instead of "based on the data observed within the suspect vns programming tablet, it was determined that the exiting of the guided programming mode's schedule was likely due to user action and not a malfunction of the device." (B)(4).

Event description:
Based on the data observed within the suspect vns programming tablet, it was determined that the exiting of the guided programming mode's schedule was likely due to user action and not a malfunction of the device.

Event description:
Follow up with the company representative revealed that at the patient's latest appointment, everything was working with the vns as expected. Vns programming tablet data was received and reviewed. Review of the data identified that at the last known settings change per the scheduled titration chart provided by the physician/company representative, the vns had exited the guided programming mode and had entered regular (or manual) programming mode. It was unclear if this was due to user error, intentionally, or due to an issue with the guided programming mode's schedule.

Event description:
It was reported that the patient's vns was programmed for scheduled titration and the vns did not change the settings as programmed. Follow up with the company representative resulted in obtaining the scheduled titration from a session report from a few months prior. The device would not be expected to be programmed to 1.50 ma as the step that contained that output current setting was not programmed/scheduled. However, it would be expected that the device would be at 1.125 ma per the programming schedule rather than the reported 0.75 ma. The latest tablet data/session report was not available at the time. No additional relevant information has been received to date.